Event description:
It was reported the thunderbeat with front-actuated grip type s insulation tissue pad peeled off. The issue occurred during an unidentified, therapeutic procedure which was completed with a similar device. There were no reports of patient harm as the part did not come off inside the patient.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint ( insulation tissue pad peeled off) was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the wear and tear on the tissue pad occurred because the seal and cut was output with the gripper closed without gripping the tissue (including after the tissue was cut), the tissue pad was worn out and a portion of it was torn. The event can be detected and prevented by following the instructions for use: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - do not close the grip and perform seal-and-cut output when nothing is gripped between the grip and the tip of the probe, or when it cannot be confirmed whether the gripped biological tissue or blood vessel has been incised. Abnormal heat generation due to friction between the grip and probe tip may cause damage, deformation, or fall off of the grip and probe tip, part of the tissue pad may peel off, or severe wear may occur. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - when treating living tissue or blood vessels in seal & cut mode, apply slight tension to make the incision so that you can see where the cut is. Also, if a split occurs, immediately stop the output. Otherwise, friction between the tissue pad and the tip of the probe will cause abnormal heat generation, which may lead to damage, deformation, or falling off of the gripping part (both the stainless steel part and the fluororesin part) and the probe tip, and part of the tissue pad may come off." Olympus will continue to monitor field performance for this device.